Event description:
It reported that noise was observed on the right atrial (ra) lead. The atrial sensitivity on the device was reprogrammed. The lead remains still in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.